Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second the inflation at 14 atmospheres for 30 seconds, the balloon ruptured . The device was removed and the balloon was noted with a vertical tear and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.